Event description:
It was reported the implantable neurostimulator (ins) longevity was one year and the patient¿s healthcare professional (hcp) thought that was unacceptable. The ins only lasted a year before reaching elective replacement indicator (eri). Impedance testing was done with the patient¿s head in different positions to check if there was an intermittent short circuit that was draining the ins more quickly. All impedance results were appropriate with the therapy impedance for the left lead approximately 860 ohms and 1280 ohms on the right lead. The ins was programmed to 5.4v, 160 usec, and 80 hz. Over the life of the ins, the patient toggled between 4.6 and 5.4v. For the last few months, the ins was mainly programmed to 5.4v. The patient was receiving effective therapy and the longevity of the battery may have been due to high battery settings. The ins was replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the ins battery was at elective replacement indicator (eri) or end of service (eos) and the longevity was not met. The cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.